Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) epicardial pacing lead (B)(6) 2011; 4965 epicardial pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that there was an attempt to replace an epicardial system to endocardial system due to pocket stimulation caused by the right ventricular (rv) epicardial lead. Noise was also noted on the rv lead. An attempt was made to place an endocardial rv lead, however it was unable to be placed and the epicardial rv lead remains in use. No further patient complications have been reported as a result of this event.